Event description:
It was reported that the patient presented in-clinic after receiving a vibratory patient notification. Upon interrogation, several noise reversion episodes and high, out of range, hv lead impedance were observed. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).